Event description:
It is reported that the universal oscillating saw attachment does not lock firmly the saw blade, it has a problem on the attachment knob. There was no patient harm or delay reported and the event timing was noted as during kit inspection. During device evaluation it was observed that the oscillating saw attachment had a broken pin in the blade locking mechanism.

Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, the attachment was visually inspected with observation that a pin in the blade locking mechanism was broken. The attachment was considered non-repairable. The attachment was not returned to the customer. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.